Event description:
It was reported that on (B)(6) 2011, the nurse delivered chemotherapy medication to a patient for two hours and the pump never infused medication or signaled an occlusion alarm. The facility's biomedical engineering tested the pump and stated that the pump was working as expected on medium pressure, but never occluded at low pressure. He also occluded the pump at 31 psi and stated the pressure could have been higher because he thought it was losing pressure through the hose or test valve. There was no report of any patient injury. The customer also stated "they were able to receive medication through IV pump."

Manufacturer narrative:
(B)(4). The customer reported the event date was (B)(6)-2011, however, the history log does not show any pump usage on that date. Upstream occlusion sensor and downstream occlusion sensor tests were performed by sigma per the spectrum service manual with the device passing. Additional downstream occlusion sensor testing was performed using the low and high pressure settings with the device passing at low setting occluding at 3.45 psi within 3 seconds, and at high setting occluding at 17.39 psi within 20 sec. A flow rate test was performed per the spectrum service manual (200ml for 50 ml) with the unit passing having delivered 48.05 ml. The reported event could not be reproduced.